Event description:
It was reported that guidewire detachment occurred. A gw/035/145 (bx/1) amplatz super stiff guidewire was selected for use. However, during the procedure, the coil on the wire came away and potential to leave bits in patient. There were no patient complications reported.

Manufacturer narrative:
H6: device codes corrected from detachment of device or device component to unraveled material.

Event description:
It was reported that guidewire detachment occurred. A gw/035/145 (bx/1) amplatz super stiff guidewire was selected for use. However, during the procedure, the coil on the wire detached. There were no patient complications reported.